Manufacturer narrative:
Multiple attempts were made to obtain the following information from the physician and the institution. Date of event: as the device explant was reported to have occurred about 6 months after device implant, and the physician informed the w.l. Gore & associates field sales associate of the device explant in passing on (B)(6) 2019, the date of event is estimated to be (B)(6) 2019. Date of implant- as the device explant was reported to have occurred about 6 months after device implant, and the date of event is estimated to be (B)(6) 2019, the date of implant is estimated to be (B)(6) 2019. Date of explant: as the date of implant is estimated to be (B)(6) 2019, and the device explant was reported to have occurred about 6 months after device implant, the date of explant is estimated to be (B)(6) 2019. According to the gore® synecor intraperitoneal biomaterial instructions for use (IFU), potential device and procedure related adverse events that may occur include, but are not limited to, infection, and additional intervention including surgery. Furthermore, the IFU states that when post-operative infection is suspected, debridement of involved tissues should be considered. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
On an unknown date the patient underwent endoscopic repair of a ventral hernia using gore® synecor intraperitoneal biomaterial. On an unknown date, reported as about six months after initial device implant, the synecor intraperitoneal biomaterial was explanted due to localized infection. No infection was reported at the time of device implant. It was reported that the physician was unsure whether or not the localized infection was associated with the synecor intraperitoneal biomaterial, but stated that he felt the infection was not device related. A strattice mesh device was used as a replacement to complete the procedure. The explanted synecor intraperitoneal biomaterial was discarded at the facility. There were no further reported issues. The patient tolerated the procedure.